Event description:
It was reported to boston scientific corporation that an exalt model d exalt model d scope was used for a ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2026. During the procedure, the scope malfunctioned causing poor quality visualization. The visual feed repeatedly became blurry and moved in and out of focus, making it difficult to maintain a clear and consistent view. There was no patient complications reported as a result of the event. The procedure was completed with the original device.

Manufacturer narrative:
Block h6: imdrf code (B)(6) captures the reportable event of poor-quality visualization. Block h11: the device was not returned; therefore, a physical evaluation could not be performed. Additionally, no device media was available for analysis. Due to the lack of objective evidence, the reported issue of poor image quality could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Technical analysis of the device could not be completed because the device was not returned and no supporting data or media were provided. As a result, there was insufficient information to assess device performance or to determine whether a malfunction occurred. The absence of the device and objective evidence limited the ability to perform any functional or failure analysis. Based on the available information, there is insufficient evidence to determine the root cause of the reported poor image quality or the prolonged episode of care. It could not be established whether the issue was related to device performance or procedural factors. The most probable cause is therefore classified as "cause not established".

Event description:
It was reported to boston scientific corporation that an exalt model d exalt model d scope was used for a ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2026. During the procedure, the scope malfunctioned causing poor quality visualization. The visual feed repeatedly became blurry and moved in and out of focus, making it difficult to maintain a clear and consistent view. There was no patient complications reported as a result of the event. The procedure was completed with the original device.

Manufacturer narrative:
Block h6: imdrf code a090208 captures the reportable event of poor-quality visualization.